Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker indicated a low remaining estimated battery longevity. A health care professional (hcp) confirmed the longevity had fluctuated and increased upon the second device check. It was noted that there was no reprogramming done with the device outputs. The hcp then opted to follow-up after a month. Additional information received indicates the pacemaker remains in service. No adverse patient effects were reported.